Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unknown mentor implants and had suffered rapid tooth degeneration, depression, anxiety, inflammation for ten years. The patient stated that her pathology report came back clean, and the doctor who performed the test discarded the implants. No device issue such as rupture regarding the patient¿s devices was reported. The root cause of the patient¿s symptoms is unclear. The devices were explanted, but the date of explant is unknown. It has been estimated based on the information available in the file. Due to the nature of the reported source, an unidentifiable blog / social media site, mentor was not able to follow up with the patient for further investigation. This is for one of the reported prostheses.